Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot :null. Device history batch :null. Device history review :null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿heterotopic ossification of the long head of the triceps after reverse total shoulder arthroplasty¿, by jia-wei kevin ko, md; jeffrey d. Tompson, ms; daniel s. Sholder, bs; eric m. Black; and joseph a. Abboud, md; published in the journal of elbow and shoulder surgery (2016), 25, 1810-1815; was reviewed. The purpose of the article was to report on a consecutive series of patients to evaluate for ho of the triceps after a reverse total shoulder arthroplasty to critically evaluate its incidence, predisposing factors, and clinical relevance. In the process of reporting this, the authors proposed a new classification system that can help define the various pathologic changes that occur in the inferior glenoid/axillary pouch region after reverse shoulder arthroplasty. There were different implants used in 201 patients, however only 164 patients qualified with radiographic follow-up of one year or more with an average of 2.02 years between 2008-2012. There were two depuy implants used; one was the delta xtend (106) and the other was the global unite (10). Two other implants used were competitor products. In the delta xtend group, there were 60 with heterotopic ossification (56.6%) and in the global unite group there were eight with heterotopic ossification (80%). There was a total of 41 (25%) revision surgeries in the study, however it was not identified for which implants. There was also scapular notching noted in 24 (14.6%). The authors report this study was limited by its retrospective nature and the absence of patient-reported clinical outcome measures. The classification system used in the study has not yet been validated. And some radiographs lacked calibration markers. Patients were also assessed at a relatively short-term follow-up (12 months), and 37 of the 201 patients did not meet the is minimum requirement for inclusion in this study, which may affect the overall reported frequency of this phenomenon. However, other studies on ho in the shoulder report that ossification in present early and typically does not progress with further follow-up, suggesting that the overall rate of ho formation is unlikely to change significantly with longer term follow-up.